Event description:
During implant, the patient experienced bleeding when the anterior jugular vein was punctured during tunneling. Physician applied pressure, made additional incisions to access the vein, applied clamps, used cautery and ligasure, and ligated both ends with sutures. This resolved the issue.